Event description:
A pt with multi-traumas on an oscillating ventilator for pulmonary compromise was found to have inaccurate oxygen saturation readings. In this reported incident the suspect device is a max-a probe.